Event description:
Reporter indicated that the surgeon removed the sutures from the chest incision twelve days after surgery, and it was noted the next day that the incision had opened and the vns lead was extruding through the incision. The skin at the incision was then sutured. The patient never showed signed of infection, but the patient was given an oral antibiotic as preventative treatment. It was then reported that the lead was protruding through the patient's skin again, and the patient went back to the original implanting surgeon and the incision was resutured. It was reported that the cause of the protrusion is unknown but that the surgeon believed, it was an idiopathic response. It was reported that there had been no trauma or manipulation of the device.